Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to oversensing of noise. Technical services was consulted and noted there was also an episode of inappropriate shock therapy due to oversensing. General recommendations for s-ICD troubleshooting were provided. This s-ICD remains in service, and no adverse patient effects outside of the inappropriate shock were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to oversensing of noise. Technical services was consulted and noted there was also an episode of inappropriate shock therapy due to oversensing. General recommendations for s-ICD troubleshooting were provided. This s-ICD remains in service, and no adverse patient effects outside of the inappropriate shock were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.